Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): easypump ii was filled with tazocin. Two pts had allergic reactions and had to come back to the hospital. After infusion of tazocin again by syringe in perfusor pump, everything was okay. Again the easypump ii was connected and again there was an allergic reaction. Pts are familiar with the treatment with tazocin.